Event description:
It was reported that patient underwent primary hip surgery on (B)(6) 2003. Revision procedure was performed on (B)(6) 2012 due to aseptic loosening. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further information has been received. Expiration date - unknown. Manufacture date - unknown.